Event description:
A complaint was rec'd that reported missing segments in the "hundreds and tens" quality. The hundreds unit had the horizontal segments missing and the tens place has the vertical and horizontal segments missing. A request was made to return the system for eval. In the meantime a replacement unit will be provided.